Manufacturer narrative:
This instrument has been investigated. On (B)(6) 2017 an ortho field engineer (fe) arrived at the customer site and verified the barcode reader operation. Fe sent logs to technical support to investigate. Fe indicated this was a one time occurrence, instrument is operating as expected. The root-cause could not be confirmed although the most probable root cause is operator error. No incorrect or erroneous results were reported as a result of this incident.

Event description:
The customer called and stated that they process 5 assays and 2 of the 5 assays in position a12 had the incorrect sample barcode scanned. The correct barcode was scanned for hbc, hcv, and htlv, (B)(4). The incorrect scanned barcode was scanned for hiv and hbsag, (B)(4). This occurred on (B)(6) 2017 but reported on 7-27-2017. These 2 plates were pipetted on the same verseia and processed on the same osp. On (B)(6) 2017 the missing 2 assay tests for sample barcode (B)(4) were repeated with no issues with valid results. The customer said the results were reported. The issue was not identified at the time of occurrence. This issue was brought up to the customer by their client last week.